Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc). Gradients can be observed despite normal device functionality. It was reported the previously implanted surgical valve may have contributed to the event; however, a conclusive cause could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was being implanted inside the patient¿s existing surgical valve (21mm mosaic), due to aortic regurgitation (ar). The valve was placed, however a gradient of 50 mmhg remained. The left ventricle (lv) pigtail catheter was pulled upward to confirm that this was not a catheter defect. Once the gradient was confirmed, a post-dilation was decided to be performed. When inserting the wire into the lv again, the cell of the outer valve frame became sutured. This was unnoticed, and the post-dilation was performed. The balloon went in without interfering with the frame on the way there and got stuck on the way back. Because the balloon could not be pulled, the tip of the balloon was grabbed with a snare and a plan was made to bring it to the leg and pull it into the introducer sheath (dryseal). The balloon was inserted into the sheath, but the balloon¿s tail connector had to be cut. The wire was then removed. After that, the balloon catheter became stuck in the valve and stopped moving. The team attempted to push with two snares unsuccessfully. As a result, the chest was opened and the catheter was removed by thoracotomy. A small incision was required for thoracotomy, resulting in unnecessary wounds in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012146913); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012146921); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the mean gradient before the valve was implanted was about 30-40 millimeters of mercury (mmhg). The frame of the valve was sutured as a result of the jr catheter preceding the pig tail catheter when crossing the annulus. The implant depth of the valve was approximately 4-5 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Per the physician, the previously implanted surgical valve may have contributed to the valve gradient as it measured approximately 15-16 mm.

Event description:
Additional information was received that the valve did not have expansion issues upon deployment, and there was no noted vascular damage around the annulus. Additionally, the balloon was cut with scissors and the surgical valve was not explanted during the thoracotomy. The patient was reportedly discharged from the hospital safely with no additional adverse effects.

Manufacturer narrative:
Image review: a static image was provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The image shows an evolut implanted in a previously implanted surgical aortic valve. It is not possible to provide a conclusion based on the image provided. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.